Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID: 3093-28, lot# j0437071v, implanted: (B)(6) 2004, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the cause of the premature battery depletion was not determined. They were told the leads were in a kink that never straightened out, but they didn't know why the battery was down to three years of life when it was supposed to be five to seven. The pain was noted to be resolved. They also reported that they had a little stimulation after they were implanted on (B)(6) 2016, but not much. After that, it was continuous pain for seven months. Adjustments were made, but nothing was working. They even had a knot across their back crack of their buttocks that never straightened out. They were told it was the leads and it was surgical. They had to have the ins and the leads replaced on (B)(6) 2017. That ins never worked right.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3093-28, lot# j0437071v, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. Patient reported that this was their third ins. Patient noted that the first ins lasted for 12 years and worked great and it was the best thing in their life, and it was replaced due to normal battery depletion. Patient noted they had problems with the second ins, it was implanted for 7 months and it did not work properly and had to be replaced in (B)(6) 2017. Patient was asked to explain what exactly was not working, patient mentioned that when the health care provider (hcp) replaced the first ins in 2016, he did not replace the lead because they checked it and it was working properly. But after the patient got implanted, therapy was not helping them at all. Patient first said they did not have stimulation, then later explained that they only had stimulation on (B)(6) when it was put in and then had very little stimulation and just had severe pain constantly. Patient stated that they had severe pain in the private part of their vagina on the right side the whole time. Patient said the lead was not good and was not making a proper connection for the patient to have the right stimulation for their bladder, as it was not stimulating the bladder properly since day one. Patient noted that they went back to hcp on (B)(6) for a follow up appointment and told them they had very little stimulation, and was still having problems. Patient stated that they kept going back to hcp office, every 6-8 weeks, but never got to see hcp till (B)(6). Patient kept seeing the nurse and the manufacturer's representative (rep) and that the patient was trying to explain to them that it was not working properly, they kept making adjustments, but they were not communicating with hcp that the patient was in so much pain. Patient further pointed out that if the hcp knew sooner he would have taken them to surgery, instead patient was putting up with pain for 7 months. Patient mentioned that she kept showing the rep and the nurse the knot in her back, knot was from where your crack in your buttocks is and where the lead would come across and the nurse said it would straighten out and the rep said it had to be something surgical. Patient finally got to see the hcp in december and he said there was something wrong with the lead, and that it should not be like that. The hcp said he really should have taken the old lead out and replaced it because patient has a lot of health problems anyway, but before going in , they finally checked everything and did some other testing in (B)(6) 2017 and found that the battery was going down. Battery life was supposed to be 5-7 years, but from (B)(6) 2016 to (B)(6) 2017 the life on it went down to 3 years. Patient mentioned that current device was working perfectly and patient had no problems. No further patient complications were reported/ anticipated as a result of this event